Event description:
This customer reported that while monitoring a patient in the cath lab, the display showed a spike and then a flatline via the pads cable. There was no patient impact.

Manufacturer narrative:
This customer reported that while monitoring a patient in the cath lab, the display showed a spike and then a flatline via the pads cable. There was no patient impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.